Event description:
(B)(6) / 64 year-old female presented with symptoms of possible cva; pt. Has cardiac hx.. 3-lead and 12-lead ecgs failed outright. Vital signs provided by the monitor were not correct (or even close to correct). / product details: zoll zenix monitor. Ref: mw5190017. Pt: 1770. Device: 2588, 3005.